Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2nd april 2025, it was reported by an arthrex employee via email that an ar-9831, apollorf i90, aspirating ablator, 90°, the activation plate of the rf probe detached halfway. This was detected during use in a shoulder instability and rc procedure on (B)(6) 2025. The procedure was completed successfully without any delay by opening a new ar-9831. There was no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided video. Visual evaluation of the customer provided video noted the electrode of an ar-9831 was starting to peel. The cause for the reported failure can be attributed to a manufacturing issue being addressed by ncr-27076.